Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was scheduled to be performed on (B)(6) 2018 due to the infection (the date of primary surgery was unknown). The surgeon recognized that the patient¿s crp value was increased, and the culture test was a positive. The sales force will visit the hospital, and will collect more detail. No further information was provided by the hospital. Doi: unknown; dor: scheduled on (B)(6) 2018 unknown hip.